Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the ventricular lead exhibited low impedance. All other devices had normal parameters. Programming changes were made. The patient will be monitored as the physician elected not to have a lead revision at this time. The patient was stable.